Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The device was monitored for 7 weeks. During this time the device reverted to backup operation twice with product code intact. The hybrid was tested and was found to be within normal product specifications. During hybrid testing back-up operation was not reproduceable.